Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door open alarm. Eval found the force required to secure the door to be above expected levels. The unit was reworked to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed a "door open alarm." It was also reported there was no pt injury.